Manufacturer narrative:
Siemens healthcare diagnostics has investigated the provided information to determine the cause of the discordant, high activated partial thromboplastin time (aptt) patient result generated on the sysmex ca-660 analyzer. Siemens requested the customer to perform a precision study and no product non-conformance nor system issue could be identified. A possible potential cause of the event may be related to sample handling or the nature of the sample. The cause of the discordant high aptt result on the sysmex ca-660 analyzer is unknown. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high activated partial thromboplastin time (aptt) patient result of 184.1sec was generated on a sysmex ca-660 analyzer. This result was not reported. The same sample was repeated on the same system (sysmex ca-660 analyzer) and an aptt patient result of 109sec (repeat result 1) was generated. This result was not reported. The same sample was repeated on a sysmex ca-560 analyzer and an aptt patient result of 103sec (repeat result 2) was generated and reported to the physician. All results were run on the same day ((B)(6) 2017) on the same patient sample. There are no reports of patient intervention or adverse health consequence due to the discordant high aptt patient result.